Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 paxgene® blood ccfdna tubes experienced hemolysis which was noted after use. The following information was provided by the initial reporter: material no. 768115, batch no. 9007985 verbiage -customer reported that when they drew blood from the same patient and used 2 tubes, upon centrifugation one tube showed yellow plasma while the other one showed slightly pink plasma. Both tubes will expire on january 31, 2020.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis.

Event description:
It was reported that 2 paxgene® blood ccfdna tubes experienced hemolysis which was noted after use. The following information was provided by the initial reporter: material no. 768115, batch no. 9007985. Verbiage -customer reported that when they drew blood from the same patient and used 2 tubes, upon centrifugation one tube showed yellow plasma while the other one showed slightly pink plasma. Both tubes will expire on january 31, 2020.